Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ did this issue contribute to any patient adverse event? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ please perform and document the follow up attempt for product return. Please provide tracking number. X-rays were taken to locate the broken piece of the needle while in the or an additional incision had to be made on the patient¿s neck in order to retrieve the needle

Event description:
It was reported that a patient underwent a neck procedure in 2026 and suture was used. During the procedure, it was reported by the customer that during a neck incision, while the surgeon was suturing on the patient's body, the needle was broken into pieces. The broken needles were found on patient's body and they were able to retrieve them. The devices will be returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1 additional h6 health effect - impact code additional information was requested, and the following was obtained: x-rays were taken to locate the broken piece of the needle while in the or an additional incision had to be made on the patient¿s neck in order to retrieve the needle.